Manufacturer narrative:
(B)(4). Batch # m9384v. The device was returned with the upper jaw detached returned. This upper jaw portion may have got detached of the device during transport to our analysis site. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the I-blade did not go forward. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.